Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Review of the receiving inspection report for 00111314001, lot number 85714575, identified no relevant deviations or anomalies. (B)(4). Heraeus batch record review indicates there were no quality deviations, no change notifications, and no corrective or preventive actions. All verifications, inspections, and tests were successfully completed. Product examination could not be performed as no product was returned for this complaint. This complaint cannot be confirmed. Per heraeus, the root cause of the reported event is "presumably a result of incorrect preparation due to professionals" with a potential explanation as "waiting time too short". The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Customer has indicated that the product will not be returned, as it was discarded, to zimmer biomet for investigation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the 3 palacos bone cements when mixed together as one batch did not congeal or cake correctly. The reporter said that the blend did not look like a normal batch of palacos cement. Additionally, the product was extremely sticky. Competitor cement was used to complete the surgery and was able to finish the case with minimal delay. The reported product was scrapped and would not be returned for evaluation. The reported issue occurred during surgery. The event was identified immediately upon opening the device and before first use. The event not occurred during first-ever use of the product and also not related to surgical technique or user error. No medical intervention/additional surgical procedure was required. It was reported that there was no patient harm/injury associated with the report and no surgical delay. The no further follow up information is indicated. On (B)(6) 2018, the investigation of the device was completed as it was confirmed that the device would not be returned for evaluation. No adverse events were reported as a result of this malfunction.